Manufacturer narrative:
(B)(4). A boston scientific technical services consultant stated that it may be possible that because the lead was immobile in the pocket, the procedure may have caused some slight change to the conductor to illicit the impedance change. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting pacing impedance measurements of 2200 ohms with a newly implant device. Prior to the procedure, measurements were 1700-1900 ohms with the previous device. Threshold and sensing measurements are good. No adverse patient effects were reported.